Event description:
The device was used during an unspecified procedure. Reportedly, the staples were not present. The surgeon applied another instrument to complete the procedure. The hosp has reported no pt injury occurred.